Manufacturer narrative:
The suspect device has been returned; however, the evaluation has not been completed. The cause of the reported malfunction has not been determined.

Event description:
In 2008, it was reported to boston scientific corporation that a resolution clip hemostasis device was used during an esophagogastroduodenoscopy procedure performed on the same day (patient gender, age, and weight are unknown). According to the complainant, during the procedure, the clip detached from the catheter inside the patient before opening. The device was removed from the patient and replaced with a second resolution clip device. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine."